Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis (pd) therapy utilizing a fresenius cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The source of the peritonitis was reported as a soil organism as the patient was a landscaper at the time of the event. Although the cause of the peritonitis was not provided, it can be concluded that there was a touch contamination event that occurred due to the report of a soil organism being the source of the infection. Most cases of pd-related peritonitis are the result of touch contamination. There is no confirmation that the patient¿s peritoneal lining was destroyed, but the physician did determine the patient would not be a candidate for pd therapy. However, this was determined 20 years after the peritonitis event and a kidney transplant. Based on the available information and no allegation or evidence of a defect, the fresenius cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey response that this patient continued with in-center hemodialysis (hd) treatment due to having peritonitis and a destroyed peritoneal lining. Additional information was obtained through follow-up with the patient¿s clinic program manager (pm). The pm stated that the patient¿s peritonitis event was over 20 years ago. The pm knew the source of the peritonitis was a soil organism due to the patient being a landscaper. After the peritonitis diagnosis, the patient was transitioned to in-center hd where they continued dialysis until they received a kidney transplant (date unknown). The patient returned to in-center hd three years ago. The patient wanted to return to peritoneal dialysis (pd) therapy; however, after exploratory surgery, the physician stated that he was not a candidate for pd therapy. Additionally, the patient was denied home hd as well. The patient currently continues to complete in-center hd. No additional information was available pertaining to the peritonitis event.

Manufacturer narrative:
Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as no patient or product identifiers were provided. An investigation of the device history records (DHR) was not performed.. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius via a customer experience survey response that this patient continued with in-center hemodialysis (hd) treatment due to having peritonitis and a destroyed peritoneal lining. Additional information was obtained through follow-up with the patient¿s clinic program manager (pm). The pm stated that the patient¿s peritonitis event was over 20 years ago. The pm knew the source of the peritonitis was a soil organism due to the patient being a landscaper. After the peritonitis diagnosis, the patient was transitioned to in-center hd where they continued dialysis until they received a kidney transplant (date unknown). The patient returned to in-center hd three years ago. The patient wanted to return to peritoneal dialysis (pd) therapy; however, after exploratory surgery, the physician stated that he was not a candidate for pd therapy. Additionally, the patient was denied home hd as well. The patient currently continues to complete in-center hd. No additional information was available pertaining to the peritonitis event.